Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was at 34 mg/dl about a week ago. The customer stated that he keeps orange juice around for treatment. He believes that his ratio of carbohydrates may be off for his basal rates. The customer was advised to follow up with his health care professional. No products were shipped or returned.